Event description:
Incorrect red blood cells (rbc) reported in urine microscopic due to urine containers that falsely elevate the count. The residents inquired to the lab about the high rbc count in urine results. The urine container contains silicone around the rim supposedly that was for easier placement of the lid on the urine container. Unfortunately the silicone gets into the urine, causing artifacts that resemble rbcs. These can be picked up while manually looking at microscopic urine but for automated equipment such as the iricell 1500 by beckman-coulter the silicone nodules falsely elevate the rbc count on automated equipment in urine samples. When we initially called in beckman-coulter because we thought there were issues with the equipment they specifically told us at that time to not use medline products because of the silicone interference.